Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device had a delaminated septum during use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device had a delaminated septum during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. No quality notification were initiated during the build of this lot number. Received one used q-syte unit. Visual/microscopic evaluation: the septum was partially pushed into the top body. The residual septum material and adhesive deposits was evident on the rim of the top body. This is an indication that a bond was provided during the manufacturing process. Investigation conclusion: indeterminate: the evaluation of the septum unglued/lifts up at rim locations revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process.